Manufacturer narrative:
(B)(4). The device was received, and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be due to an insufficient drain from one or more cycle advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:08:11. During night drain cycle four, the patient's ultrafiltration reading was 1462ml, indicating the home patient drained 1462ml more than their maximum programmed fill volume of 2000ml. No additional information is available.